Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and based on the information provided and without the device to analyze, a cause for the reported leak cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: type of investigation: 4118 types of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusions not yet available.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat degenerative tricuspid regurgitation (tr) with a grade of 5. During the preparation of the triclip steerable guide catheter (tsgc), a loss of column occurred. Therefore, the tsgc was not used and was replaced. One clip was successfully implanted. To further reduce tr, an additional xtw clip was placed on the tricuspid valve. However, while removing the lock line, the clip opened to roughly 20 degrees. The clip was then reclosed and deployed, reducing tr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat degenerative tricuspid regurgitation (tr) with a grade of 5. During the preparation of the triclip steerable guide catheter (tsgc), a loss of column occurred. Therefore, the tsgc was not used and was replaced. One clip was successfully implanted. To further reduce tr, an additional xtw clip was placed on the tricuspid valve. However, while removing the lock line, the clip opened to roughly 20 degrees. The clip was then reclosed and deployed, reducing tr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.